Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose has gone up through the day. Customer's blood glucose started at 127 mg/dl this morning and is now 402 mg/dl. Customer treated with a bolus. Customer stated that she has a back-up plan. Troubleshooting was performed and customer had a low reservoir alarm in the alarm history. Customer does not having a tubing clamp but will be sent one. Customer was advised to do a complete set change and call back when she receives the tubing clamp to perform the high pressure test. Customer stated that the cannula was not bent or occluded.